Event description:
During a direct stenting treatment procedure, the express monorail 12/3.5 mm balloon rutored at 18 atms (rbp) during post-delivery dilatation. The pt was asymptomatic during this event. Thelesion being treated was 75% stenotic lesion in the proximal lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a bmw guide wire and a 6 fr camino jl4 guide catheter to cross the lesion. The lesion was not predilated. The express2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.